Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal pacemaker replacement procedure, the physician disconnected the old device from the leads and the leads were connected to the pacing system analyzer (psa) as the patient was pacemaker dependent. While the physician was working in the device pocket, with the field representative pacing voo through the psa, the physician noticed the patient's oxygen stats started to drop. The patient eventually stopped breathing and no pulse was found. The field representative noted there was capture with the psa the entire time. Chest compressions began and an airway was obtained. The patient regained a pulse again. The procedure completed and the patient was admitted into the ICU. The field representative was later notified that the device was programmed off because the patient was not expected to survive. The patient died two days later. The cause of death was respiratory failure. There were no allegations against the device. The patient was cremated, but the device has not been returned.